Manufacturer narrative:
Information was received on 6-nov-19 indicating that the event occurred during preventive maintenance procedure and no patient was involved. Device evaluation completion date: (B)(6) 2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "error 1871" was recorded in history. During analysis, the reported problem regarding "error 1871" was duplicated during infusion test. It was noted that the reported problem was caused by faulty motor. Service replaced the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd-legacy 6400 pump alarmed error code 1872. No patient adverse events reported.